Event description:
It was reported that the stopper was deformed on the bd plastipak¿ concentric luer lock syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the plunger rod stopper appears deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/18/2022. H.6. Investigation: one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2109059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded.

Event description:
It was reported that the stopper was deformed on the bd plastipak¿ concentric luer lock syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the plunger rod stopper appears deformed.